Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the left l4 drg lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the patient has high impedances on l4 drg lead. Surgical intervention is pending to address the issue.